Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s nurse called regarding a fluid leak at the connector to the bag. The adapter and the last supply bag (baxter extraneal icodextrin) were loose allowing fluid to leak out. The treatment was cancelled. The adaptor was discarded, however a companion sample from the same lot may be available. During follow up the patient's pd nurse reported the patient was administered prophylactic antibiotic cipro for a period of 3 days per clinic procedure. The patient did not have an adverse event associated with the leak and completed treatment manually.